Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin pump alarmed a compromised force sensor system alarm after the customer had fell on the device. Customer's blood glucose was over 500 mg/dl. There was a little dark discoloration on the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 error during basic occlusion test and unable to prime during prime test due to cracked end cap; unable to perform occlusion test due to a33 error alarm. Also, the insulin pump had missing segments due to cracked and bleeding lcd glass.